Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lpb851, w870419 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent arteriovenous artificial fistula surgery on an unknown date and suture was used. The problem of pulling off suture needle happened when sewing during the procedure with vascular anastomosis of left forearm. Changed another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.